Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that a burning odor accompanied by smoke was seen coming from the architect i2000 analyzer while performing weekly maintenance. There were no injuries reported and there was no damage to the surrounding lab environment. There was no patient involvement. A service call was initiated.